Event description:
The customer reported that during a routine check of the unit prior to initiating therapy on a patient, the unit failed to trigger in either internal or atrio-ventricular pacer trigger mode. The patient was switched to another unit and therapy was initiated.